Event description:
It was reported that an ilet pump displayed a lock within a circle on the screen, preventing access to the device, and the condition intermittently cleared and reappeared during bluetooth troubleshooting and app restarts; a replacement pump was issued, and backup therapy was recommended due to unreliable insulin delivery and meal announcements. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical treatment, no emergency intervention, and no hospitalization. Investigation included remote troubleshooting, disconnection and reconnection of bluetooth, application force-closing, and device restart steps, along with replacement logistics and instructions to shut down the affected device. Investigation of this case revealed a suspected device malfunction consistent with an unresponsive or locked display state that impeded normal operation, with no contributory user error identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device return and analysis. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.